Event description:
Boston scientific/microvasive cre order code 5838 would not pass through esophagogastroduodenoscopy scope. Tried another scope and it would not pass through the other scope. Opened an new one. It passed through the scope without difficulty.